Event description:
A malfunction alarm was reported by the customer. Customer¿s blood glucose level was 140.40 mg/dl. The issue involved a resettable malfunction code, and further details about specific actions taken by the customer or technical support were not provided.